Event description:
It was reported that when using the bd pyxis¿ medstation¿ es message was displayed as drawer failed to stay closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer replaced the latch after the intel pin had fallen out, reseated the connections, and checked the voltage. The customer then tested the unit and successfully recovered the service. The system functioned as intended after the field service engineer repaired the device.